Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for multiple sclerosis and intractable spasticity. The event date was (B)(6) 2016. An alarm was heard but telemetry could not confirm the alarm; the telemetry showed that the pump was in off state, but the hcp stated the patient stated they kept hearing the alarm. The patient thought the alarm was getting louder over time. Reportedly, it was not giving her the option to "turn off" the pump as you would normally see once the pump reaches end of service (eos). No one else had read his pump since it reached eos so she did not think anyone else could have done it either. There were no symptoms reported. The patient was planning to have the system removed rather than replacing the pump. The patient had weaned himself off of oral baclofen and was doing fine additional information was received regarding the pump alarm. The pump had been turned off, and an alarm was occurring that they were not able to turn off. The pump was to be removed in the next couple of months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.